Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer was vomiting and had possible flu symptoms. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. Instructed customer to change the infusion set and use manual injections as per md protocol.